Event description:
Customer reportedly obtained a result of 298 mg/dl on her device, while the doctor's device read 134 mg/dl. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.